Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call motor error alarm, failed battery test, off no power alarm, weak battery and no delivery alarm. Troubleshooting for off no power alarm was performed. Customer replaced the batteries on the insulin pump multiple times. Troubleshooting for motor error was performed. Customer advised they received a motor error alarm 1 times in the last 30 days. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, prime, excessive no delivery and occlusion tests. The motor was tested outside of the device and passed and no motor error alarm and no excessive no delivery alarms noted. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no failed battery test, no off no power alert, no weak battery alarm and no low battery alert noted. However, the insulin pump was received with cracked battery tube thread and cracked reservoir tube lip noted.